Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that he had been cutting trees and that the insulin pump may have been bumped while in his pocket. The blood glucose reading was 115 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had severe scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.